Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion, occlusion, force sensor, displacement or verify the critical pump error due to display anomaly. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a critical insulin pump error alarm, a red x on display. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.